Event description:
In 2009, the pt reported his a1c has elevated to 8.5 from his previous 4.9 to 6 and his fasting glucose is now 280 mg/dl from his previous 90-100 mg/dl. He stated that every couple of days he has readings in the 240-300 mg/dl range with his normal range being 102-120 mg/dl. Symptoms are sweating, dizziness, and blurred vision. He said his doctor advised him to increase his hourly basal rates on his insulin infusion device from 3 to 4.0 units of insulin. The pt stated his concern that the up/down buttons may be causing his elevated blood glucose. The pt stated he was driving and unable to check his device history to confirm whether he had missed any boluses. He said his device has not been dropped and only exposed to water if he is out in the rain. He stated the vibration does not feel as loud as it used to. Product was replaced and requested to be returned for evaluation.